Manufacturer narrative:
The field service engineer went for onsite service at the customer site and confirmed that the reported issue of intermittent no sound due to a bent pin. The fse determined that the external speaker was defective and needed to be replaced.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported speaker is compromised - intermittent no sound was coming from the device. The device was in use at time of event, there was no adverse event reported.